Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device was explanted as the patient was not having adequate benefit. This might be due to the fact that many electrode channels were switched off due to non auditory side effects, the reasons for which are unknown. The observed high channels during in situ measurments could not be confirmed during device investigation. Damages found during investigation are related to the explantation surgery. During investigation the stimulator electronics operates within specification. This is a final report.

Event description:
The patient reported to be hearing worse than with the hearing aids. She has not done any aural rehabilitation. The electrode channels from 8-12 are disabled as they reportedly caused pain and dizziness. Illness, trauma, falls are all denied. In situ measurements show channel 12 with high impedance. Patient has been recommended to attend aural rehabilitation. The patient reported that turning the channels off helped with the dizziness and painful sensation. However, she is still not hearing well with the implant. On (B)(6) 2015 a new map has been created that did improve the patient's hearing perception. The channels 8-12 remains turned off due to dizziness and pain. In situ measurements now show channel 11 and 12 with high impedance and electrode channels 8, 9 and 10 elevated. A CT scan was performed which showed the electrode array to be in place. The patient has been re-implanted.

Event description:
The patient reported to be hearing worse than with the hearing aids. She has not done any aural rehabilitation. The electrode channels from 8-12 are disabled as they reportedly caused pain an dizziness. Illness, trauma, falls are all denied. Patient has been recommended to attend aural rehabilitation. A few program changes were made with which patient reported an improved hearing perception.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.